Event description:
The customer stated she was hospitalized with a high blood glucose reading over 400 mg/dl and spilling ketones. The customer stated she never received a no delivery alarm. The customer did not have the tubing clamp to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.